Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump battery compartment was cracked, and the yellow o-ring of the battery cap was visible while the cap was attached to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple unexplained pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap did not secure properly to the pump; however, a power loss was not observed. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or loose components was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the bolus button cover was torn. Also unrelated to the complaint, the keypad cover was torn. All of the keypad buttons were responsive. The keypad cover was removed, and contamination was found under the contrast and down arrow button contacts.